Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented remotely via merlin.net transmission, patient received shock while in atrial fibrillation with rapid ventricular response. Patient did not remember feeling any shocks and was asymptomatic. The device was unable to count all the atrial fibrillation waves due to post ventricular atrial blanking (pvab) and rate branch switches due to inappropriate programming. Patient received anti tachycardia pacing (atp) three times and a shock which broke the atrial fibrillation and the ventricular rate was slowed down. The device treated the patient for a supraventricular tachycardia. Patient was also treated with medication to prevent further inappropriate shock. Patient came into the clinic and the recommended programming changes were made to prevent this from happening again. Patient was stable throughout the event.